Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator had non-sustained right ventricle oversensing triggered by post-paced t-wave oversensing. The patient was brought to the clinic, the device was reprogrammed and the patient underwent defibrillation threshold testing on 06 jan 2021. The patient was in stable condition.